Manufacturer narrative:
Device eval: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. Functional testing involved accuracy testing and showed the expulsor was out of spec. The investigation determined that the expulsor was the cause of the reported issue. The expulsor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump over infused. No adverse effects were reported.